Event description:
A report was received that the patient had hematoma over the ipg site. The patient underwent a revision procedure wherein the ipg site was relocated. The patient was doing well postoperatively.